Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The reporter stated that the pump vibratory alarms were no longer functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:during testing, the pump was powered on and vibration was not observed. The pump case was removed and the vibration motor contacts were realigned. The pump vibration functioned properly following the contact realignment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.